Manufacturer narrative:
The pump passed the functional testing, including the self test, sleep current measurement, active current measurement, rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement tests. No unexpected pump error 2 alarm or pump error 28 alarm was noted during testing. The pump was programmed with multiple bolus deliveries and no unexpected pump error 79 alarm was noted. However, the pump error 63 alarm was confirmed in the pump history due to a software error. The pump was received with a scratched case, a pillowing keypad overlay and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called in to report a pump error 79 and 28. The customer's blood glucose level was unknown. No further details were provided.